Manufacturer narrative:
Additional information was provided that the ammonia reagent was not a roche product but was manufactured by a third party (randox). Investigation of the c501 analyzer did not identify any hardware issues. A precision check was performed and was within specifications. The investigation did not identify a product problem.

Manufacturer narrative:
The reagent lot number and expiration date were requested but were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable ammonia (nh3l2) results from the cobas 6000 c501 module. The initial result was 313 umol/l. A new sample was collected and the result was 42 umol/l. On (B)(6) 2023, the original sample was repeated and the result was 55 umol/l. This result was believed correct and was reported outside of the laboratory.